Event description:
Unomedical reference number (B)(4). Event occurred in france. It was reported that a patient faced an event where the extended infusion set did not last for seven days on (B)(6) 2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.